Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the device had a faulty band imaging (bi) board, dead pixels were noted on the lcd, the bezel plate was cracked, and cosmetic wear was noted. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation for a diagnostic procedure, the high-definition lcd monitor had no image, and the control panel was not working. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the band imaging (bi) board failure could not be determined. Olympus will continue to monitor field performance for this device.